Manufacturer narrative:
On 1-dec-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, an anomaly was observed on both views, consistent with a crease/fold. An area of missing material was observed within a crease/fold on the posterior view, measuring approximately 1.5 cm x 2.1 cm. An additional tear measuring approximately 3.5 cm. Was found within another crease/fold on the posterior view. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-sept-2021, the investigation on the suspected medical device was updated. Investigation summary (update); at the present time, there is no sufficient evidence to show an association between breast implants and generalized illness. (Assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s symptoms and duplicate reporting to FDA. The patient suffered unspecified illness. Updated reason for device explant and/or reoperation: generalized illness. H6 health effect - clinical code e2402: generalized illness . The relevant field has been updated. This event was reported to FDA via mw5100894. The manufacturer report number, 1645337-2021-07752, has been identified as a duplicate of this manufacturer report number, 1645337-2020-13828. Further reporting to FDA will be performed through 1645337-2020-13828. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 450cc mentor memorygel breast implant and experienced postoperative right-sided rupture. The patient underwent bilateral removal without replacement on (B)(6) 2020. Upon explantation, right-sided rupture was observed. A healthcare professional reports that mammogram performed on (B)(6) 2020 prior to the revision surgery did not indicate the rupture. At the time of this report, the reason why the patient decided to undergo the revision surgery is not known. If additional information is received in the future, a supplemental report will be submitted.